Event description:
It was reported that pump displayed malfunction alarm code 13 with no notable events occurring beforehand and malfunction could not be reset. There was no adverse impact to the customer's blood glucose level. Customer was instructed that pump would be replaced by technical support, and no additional information was received regarding further actions or outcomes.